Manufacturer narrative:
Eval result: base hood, release pedal.

Event description:
It was reported by service report that the jack would not raise. No patient involvement or adverse consequences are reported.